Manufacturer narrative:
This report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation was conducted during this investigation. The subject device was returned, evaluated, and as noted in b5, the distal end was found bent. Additionally, the electrode was unable to cut smoothly. The mounting angle of the loop was found out of specification and the proximal end of the loop had bright metal present. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure mode may have been the result of wrong handling and/or excessive force. The electrode was deformed at the proximal and distal ends. It is possible that high mechanical friction was present in the resectoscope due to deformation of the electrode, ultimately bending the distal end. Olympus will continue to monitor the field performance of this device.

Event description:
While evaluating a returned olympus hf-resection electrode, it was discovered that the fork tubes at the distal end were bent. There was no patient involvement during this event.